Event description:
Drug/diluent: unknown, fill volume: unknown, flow rate: unknown, procedure: shoulder surgery; cathplace: shoulder. Reference: 2026095-2012-00100 ((B)(4)). Pt alleges degeneration of shoulder cartilage following placement of an I-flow pain pump after surgery on (B)(6) 2009.

Manufacturer narrative:
Method: no product was returned for evaluation and investigation. The lot number was not provided, therefore, the device history records could not be reviewed. Results: the information contained is from legal documents served on I-flow, llc. The complaint was opened so that a medical device report (MDR) can be filed with the us food and drug administration. No further investigation will be conducted. Conclusion: as this complaint was created from a lawsuit served on I-flow, no customer contact can be made at this time due to the pending litigation. As of (B)(6) 2006, I-flow updated the on-q pump directions for use (dfu), to include the following in the warnings section: "avoid placing the catheter in joint spaces. Although there is no definitive established causal relationship, some literature has shown a possible association between continuous intra-articular infusions (particularly with bupivacaine) and the subsequent development of chondrolysis." ((B)(4)). On (B)(6) 2007, I-flow has also prepared a technical bulletin entitled "what we know about chondrolysis today". ((B)(4)).